Manufacturer narrative:
Reliability analysis evaluated an opened/used reservoir. The reservoir, snap-cap and septum were all inspected for anomalies and there were none present. The occlusion test was performed per dop 114-830 by filling the reservoir with diluent and connecting to a new infusion set. The reservoir and connector were installed into a 5 xx insulin pump. The manual prime was performed. The fluid flowed through the infusion set and out the catheter tip. This resulted in the conclusion that the reservoir was not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email high blood glucose and reservoir occlusion. Customer's blood glucose level was 445 mg/dl. Customer complained about a white substance coming out from the reservoir and a bump in the tubing. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.